Event description:
It was reported that during a surgical procedure at the user facility the device was heating up while running. The user facility reported that there was no delay to the surgical procedure, and there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility the device was heating up while running. The user facility reported that there was no delay to the surgical procedure, and there were no adverse consequences or medical interventions.